Event description:
It was reported via receipt of facility medwatch report that a pt intubated with a size 8 sct, single cannula cuffed tracheostomy tube, required medical intervention and hospitalization when the device reportedly "kinked," obstructing the pt's airway. The 8 sct device was removed and pt was intubated with an endotracheal tube and hospitalized. Limited info was provided to the MFR regarding the reported event, pt and device. It is unk how long the disposable device had been in use and what type of tracheostomy care and maintenance was performed. The involved 8 sct device is reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this report, the device has not been received by the MFR.